Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel. The impedances were observed to have gradually increased. Boston scientific technical services (ts) was consulted and troubleshooting recommendations were provided. If testing results were favorable ts recommended monitoring the system. This ICD system remains in service at this time. No adverse patient effects were reported.